Event description:
It was reported by the customer on (B)(4) 2010 that during the procedure the system shutdown, before the system shutdown it showed a message, "schedule pm". The customer checked all of the power and emergency power, turned the system on but still there was no power. An ams field engineer analyzed the system and per the service report, the system would not power on.